Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced episodes of hyperglycemia followed by hypoglycemia during the early learning phase of therapy, associated with not announcing or under-announcing meals, after which the system delivered corrections that were perceived as excessive. Symptoms included high and low blood glucose values, with a reported peak of 401 mg/dl and a nadir of 49 mg/dl, and durations outside target noted for both high and low glucose. Outcomes included the need for self-treatment of hypoglycemia with fast-acting carbohydrates and prolonged time above range without additional therapy, with no medical intervention or ketone testing reported. Investigation included complaint handling with troubleshooting and user education regarding proper meal announcements and avoidance of overcorrection. Investigation of this case revealed use-related factors consistent with ongoing system adaptation and user learning, with no device alerts or alarms reported. It was concluded that the event involved hyperglycemia and hypoglycemia with cause unclear, with contributory user behavior addressed through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.